Event description:
It was reported that while following up on a product return for a separate event, a broken drill bit was returned. The customer has no further information on how or where the device broke.

Manufacturer narrative:
Investigation results indicate the most likely cause of breakage was excessive force and/or the application of a bending moment during use. The label on the bur warns the user against this type of use "do not use excessive force". The quality investigation is complete.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that while following up on a product return for a separate event, a broken drill bit was returned. The customer has no further information on how or where the device broke.